Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, a 09-year-old female child patient's infusion set's tubing detached/broken at the site connector. Therefore, her highest blood glucose level was 358 mg/dl at the time of the event. The infusion had been used for less than 3 hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.